Event description:
Customer called to report a hospitalization for high blood glucose. Customer's current blood glucose reading is 289 mg/dl. Customer stated that she felt very cold. Customer's blood glucose reading at the time of the event was over 700 mg.dl. Diagnosed diabetic ketoacidosis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.